Manufacturer narrative:
Investigation summary: cartridges are single-use devices and it was not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one (1) similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded in late (B)(6) 2021 to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test. Root cause was undetermined.

Event description:
A customer reported a possible false positive result with cue covid-19 test, home & otc, performed on (B)(6) 2022 on a family member. The same family member received a negative result from a covid-19 pcr naat test performed on an unknown date, and a negative result from a covid-19 rapid antigen test performed on (B)(6) 2022. The family member was exposed to someone with covid but has no symptoms. Family members exposed to the patient tested negative for covid-19.